Event description:
It was reported that during pm, cardiosave intra-aortic balloon pump (iabp) failed drive manifold leak test. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, b5, b6 , b7, d5, d9, d10, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions, component code, health effect ¿ impact codes), h11, e1 (initial reporter, event site email, event site telephone), e2, e3, e4, g2. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the drive manifold assembly ((B)(4)) was defective and was replaced. The unit passed all functional and safety tests then returned unit back to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, cardiosave hybrid, type b plug intra-aortic balloon pump (iabp) failed leak test. No harm or injury to the patient was reported.